Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 129 mg/dl at the time of the incident. The customer reported that they did not receive a sensor updating / sensor glucose not available alert but received a calibration not accepted alert. The insulin delivery was suspended due to the difference between the sensor glucose and the blood glucose. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was 56 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The customer reported the difference occurred with the current sensor. The sensor will not be returned for analysis.